Event description:
It was reported that electrogram (egm) review was requested for this pacemaker due to right atrial (ra) lead capture concerns. Upon review of the ra egm, an atrial paced beat followed by an appropriately blanked farfield signal and a third signal marked as (as) or a-sensed. Technical services (ts) reviewed that this may be indicative of ra loss of capture (loc), and further evaluation of ra thresholds was recommended. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.